Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. The patient underwent surgery on (B)(6) 2015 for mesh complications and abdominal wall abscesses. The mesh was excised and due to the excision, a large area of tissue deficit was present. The patient continues to experience pain. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(6). It was reported that following insertion the patient experienced infection. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.